Event description:
It was reported that there was severe swelling and excessive bleeding due to overpressure.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing. Motor encoder malfunction/failure (inflow and/or outflow). Roller wheel assembly (inflow and/or outflow) malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Main board (all) /imx failure (cf). Software malfunction. Use error. System design. Unwanted movement of internal components/wiring. Pressure sensor is operated above linear pressure reading range. Pump operated at least-favorable environmental conditions for extended period of time. Run screen does not adequately indicate overpressure situation. Miniwash malfunction (cf). Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready). Excessive use of wash or turbo. Slow reaction time to a quickly closed off shaver outflow at high flow rates. Power failure of pump. Pressure sensor stuck behind the sensor bracket. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that there was severe swelling and excessive bleeding due to overpressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.